Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Was any medical or surgical intervention provided for the pain management? Results? Please provide the date of mesh removal and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient experienced chronic bilateral groin and leg pain. The patient underwent laparoscopic removal of mesh on an unknown date. Additional information has been requested.